Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode was missing or apparently bent. Customer's blood glucose was 90 mg/dl. Customer stated that sensor appear to be retracted or damaged. Sensor will be return for analysis.